Event description:
Co received a report of device failure from a customer. The report stated: "core failure." More info was requested and co was told it broke during the procedure after some manipulation (it was not clear how long the device was used). The dr was able to remove both pieces of the wire wituout incidence to the pt.